Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was delayed in recognizing charging. Replacement cable was sent to customer. Additionally, it was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. Customer's blood glucose value was 168 mg/dl.